Event description:
It was reported by facility rep that the (B)(4) concentrator is not alarming. Per (B)(6) in tech, the power switch needs swapped out. The unit is owned by the nursing home and has multiple users.